Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator from a hemodialysis (hd) clinic reported that a combi set blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with a registered nurse (rn) from the clinic. According to the rn, within the first few minutes of treatment the staff noticed blood leaking externally from a pinhole in the combi set tubing. The hole was noted on the section of tubing immediately after the venous chamber. There were no machine alarms that occurred. The rn stated that no leaking was noticed during the priming phase. Once the leak was identified, they covered the hole with a gloved finger, and returned the patient¿s blood while applying pressure. Estimated blood loss (ebl) from the leak was less than 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for manufacturer evaluation.

Event description:
The facility administrator from a hemodialysis (hd) clinic reported that a combi set blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with a registered nurse (rn) from the clinic. According to the rn, within the first few minutes of treatment the staff noticed blood leaking externally from a pinhole in the combi set tubing. The hole was noted on the section of tubing immediately after the venous chamber. There were no machine alarms that occurred. The rn stated that no leaking was noticed during the priming phase. Once the leak was identified, they covered the hole with a gloved finger, and returned the patient¿s blood while applying pressure. Estimated blood loss (ebl) from the leak was less than 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.